Event description:
Following events reported in manufacture report # 3004209178-2012-01501 the health care provider reported that despite catheter revisions, the problem persisted. A whole system explant took place (B)(6) 2012.

Manufacturer narrative:
Catheter: model # 8731sc, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).